Manufacturer narrative:
Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an over infusion occurred with the following details: dsp107 in total of 396. Bag empty when volume infused was at 359. This was reported to bd representatives during site visit. There was patient involvement, but no harm.